Event description:
In 2004 pt had surgery for degenerative disc disease of the lumbar spine. The neurosurgeon implanted globus medicals "protex stabilization system" at the l5 s1 site. After several weeks of post op healing, the dr told them pt could resume normal activites. On the morning of 11/03/04 pt was sorting a small basket of laundry when pt heard a "pop" in their back. Pt immediately experienced muscle spasms of their lumbar area. Pt called their surgeon and later that day his secretary called pt back. Pt had xrays the following day and the surgeon confirmed at least one of the rods had broken in half. He assured pt it was ok for the time being. Pt was in a severe amount of pain for which pt took muscle relaxers and pain meds. After a period of 6 months had passed and pt was still in a significant amount of pain, pt was scheduled for another surgery. This surgery resulted in a spinal fusion with rigid rods and screws. On the operative report it lists 'instrumentation failure' as the reason for the 2nd surgery. Because pt needed the fusion, pt spent 6 months in a hard brace. To the best of the knowledge globus medical has not reported to the FDA, this failure or any other failure of these rods. Pt was told they had a failure rate of more than 12% before they pulled them from the market. Now they are marketing another rod, similar in design, under the same name.